Event description:
A customer reported experiencing a cartridge change error on their pump on multiple occasions, specifically on (B)(6) 2025. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the customer to inspect the cartridge and cleaning procedures but faced resistance when the customer refused to waste insulin, and the customer reported additional alarm issues. Consequently, the pump was replaced, and no further assistance was required.